Event description:
Reportedly, in the pci procedure to heavily calcified cto isr lesion at rca#1-#2, subject guidewire could advance into the lesion after failure with several other guidewires, an microcatheter was advanced over the guidewire, but couldn't be advanced into the lesion. X-ray observation revealed some irregular with the guidewire. Leaving this guidewire in the same position, procedure was continued with other guidewires and predilation by balloon catheter. The deformed subject guidewire was removed out, coil wire breakage and coiling deformation was found. Procedure was completed by deploying and des in the target lesion. There was no impact to the pt and the procedure.

Manufacturer narrative:
(B)(4). Coil of the guidewire was broken at two points immediately adjacent to the middle soldering, coiling was deformed, but the guidewire was entire. Lot history review revealed no anomaly relating with reported event. No other similar event was reported for this lot product. Since all the shipped products are inspected for meeting the products specifications and shipping criteria. With the obtained info, it is deemed that the guidewire distal section was trapped in the target lesion when advancement was attempted with continuous rotational manipulation, resulting the accumulation of rotational force to the coil, deformation and breakage of coil wire due to the force exceeding the product design limit.